Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgeon found a particle behind the lens with the cartridge. The particle was easily removed with pliers. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company cartridges was not returned for evaluation. A video was provided. The lens and cartridge preparation was not shown. The video starts with cartridge tip being inserted. Tip end only visible at the bottom of the screen. A yellow lens is visible in the cartridge tip. The lens is advanced into the eye. Before the lens unfolds a loose linear material was observed on/at the posterior surface of the optic. The lens unfolds very slowly with the posterior surface oriented to the left. The loose material is easily removed with forceps. The lens remains implanted. It is unknown if qualified products are being used. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. A loose foreign material was observed on the provided video. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter and handpiece were used. Per the IFU (instructions for use): the company iol (intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).